Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a right ventricular (rv) lead implant procedure that the rv lead was not capturing, it was also noted that the r wave was fluctuating. The physician decided to exchange the lead after failing to acquire adequate results when trying different positions for the initial rv lead. The replacement got satisfactory parameters. The patient was in stable condition.